Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was a disconnection. No reports of user or patient harm in this incident.

Manufacturer narrative:
The customers report was not confirmed. The suspect event product was not received for the investigation. A 2441-0007 sample from lot 18036865 was received for investigation inside sealed packaging. A visual inspection of the sample did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. It was not possible to confirm the root cause of the reported issue in this instance.

Event description:
The reported feedback suggests that there was a disconnection. No reports of user or patient harm in this incident.